Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump has been powering off at random with no warning. The patient indicated that at one point the pump had powered off and her blood glucose (bg) elevated to 436 mg/dl with large ketones. A date for the reported bg excursion was not given at the time of the call to animas customer support. The patient stated that she discontinued insulin pump therapy after the reported bg excursion and went on injections for management of her bgs. The patient's bgs at the time of the call to cs were within normal limits. The patient confirmed that there was no visible structural damage to the battery cap or compartment, and that the battery cap had been changed per recommendations within the past three months. The patient stated that the battery cap would not tighten securely to the pump. The patient stated that she attempted to resolve the issue by inserting new batteries, without success. The patient confirmed that there is no corrosion in the battery compartment. The pump reportedly rebooted several times during troubleshooting with cs. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power loss, and because the cause of the power loss could not be determined.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified rebooting had occurred. There was no visible damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The test cap was able to fully tighten with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. The pump was exercised on a 29 hours flow accuracy test and was found to be delivering within specification. The complaint regarding power loss could not be duplicated during investigation, and there were no insulin delivery defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.